Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating in the middle, after being in use intermittently for four minutes. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation. However, the driveshaft and rotor were discovered to be worn, which can cause overheating.